Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer through a manufacturer representative (rep) and a health care provider regarding a patient implanted with a neurostimulator (ins) for non-malignant pain. The rep reported that the patient's ins went through multiple overdischarge events with unknown dates. The rep tried to pull the ins out of the overdischarged state multiple times however was unsuccessful. The health care provider reported that the patient's system was removed because it never worked since the implant. No further patient complications have been reported as a result of this event.